Manufacturer narrative:
The reported event was inconclusive due to poor sample condition as the customer did not return a dignishield stool management system. Visual inspection of catheter noted no obvious observations. Catheter filled with 10ml mbs using in house luer lock syringe. Inflated with no difficulty. No leaks observed. 10ml deflated passively in 45sec. No cuffing noted. Bag filled with water. Filled with no difficulty. No leaks present. Bag drained with no difficulty. The labeling is found to be adequate as it states: potential adverse events d. Inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The green inflation port has an external pilot balloon used as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation (figure 5). If the pilot balloon indicates over or under inflation, use the syringe to withdraw the fluid from the cuff, reposition the cuff in the rectal vault and reinflate. Ensure the inflation port remains parallel to the catheter in order to prevent kinking of the inflation lumen and blockage of injected fluid." A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield balloon failed to inflate. Slit was found at top of the balloon. Device taken out and new one replaced. Per follow up information received on 17apr2026, it was reported the device was placed on (B)(6) 2025 and removed on (B)(6) 2025. The device was not clamped. Patient was bedrest with turning (B)(6) 2025 to (B)(6) 2025. Stool noted as ¿loose¿ or ¿loose, watery¿ during time period. No obstruction noted in the tubing prior to, or at the time the hole, slit, tear, or crack was noticed. Event date was (B)(6) 2025.

Event description:
It was reported that the dignishield balloon failed to inflate. Slit was found at top of the balloon. Device taken out and new one replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate as it states: potential adverse events d. Inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The green inflation port has an external pilot balloon used as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation (figure 5). If the pilot balloon indicates over or under inflation, use the syringe to withdraw the fluid from the cuff, reposition the cuff in the rectal vault and reinflate. Ensure the inflation port remains parallel to the catheter in order to prevent kinking of the inflation lumen and blockage of injected fluid." A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield balloon failed to inflate. Slit was found at top of the balloon. Device taken out and new one replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction: f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield balloon failed to inflate. Slit was found at top of the balloon. Device taken out and new one replaced.